Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the pocket site was revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the discomfort has resolved following revision.